Manufacturer narrative:
Medwatch field occupation - the occupation is lay user/patient.

Event description:
The patient's daughter stated that the patient received erroneous results when testing with coaguchek xs meter serial number (B)(4). The daughter also mentioned that the patient has received errors on the meter in the past. At 9:30 a.m., a sample from the patient was tested using a roche professional coaguchek meter at the hospital, resulting as 3.5 inr. The patient thought this result was too high, so he tested another sample collected from the same finger on his coaguchek xs meter after he arrived home. The result from the patient's meter was 2.9 inr at 10:00 a.m.. At 11:55 a.m., the patient tested a new sample collected from a different finger on his second hand on his coaguchek xs meter and the result was 2.5 inr. No adverse events were alleged to have occurred with the patient. No treatment was given to the patient or delayed based on the meter results. The patient's medication was not changed based on the meter results. The patient did not receive improper care. The patient is currently doing well. The patient's therapeutic range is 2.0 to 3.0 inr. The patient's testing frequency is once per week. The patient does not have any hematocrit issues and does not have antiphospholipid antibodies. The patent only takes coumadin as an anticoagulant. The patient's coumadin dose has not been changed. The patient has not started any new medications and has had no changes in diet. The patient has no additional illnesses. The patient did not have a special or unusual diet. The patient did not have symptoms of bleeding or bruising. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
The patient's meter was returned for investigation. The returned meter was measured with master lot strips. Testing results: qc 1: 2.5 inr. Qc 2: 2.5 inr. Qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.0 %. No information was provided in the complaint case that would point to a cause for the result discrepancy.